Event description:
During service testing, the baxter technician reported an infusion pump with a condition of pump head module failed accuracy testing. No recored of any patient incident involving the pump.